Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim/faded. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be dim/faded and scratched. Unrelated to the complaint, the battery compartment was found to be cracked and the battery cap had stripped threads. Power loss was observed due to the battery cap detaching from the pump. The history revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the pcb board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).